Event description:
On (B)(6) 2008, patient underwent a left total knee replacement surgery and was implanted with an exactech knee system. At the time of the implant, the exactech knee system implanted into patient was in substantially the same condition as when it left defendants' control. In the ensuing time, patient began to suffer from symptoms associated with the defects of the exactech knee system as alleged in this complaint, including pain and lack of mobility. As a result of these symptoms, patient underwent a revision of the left total knee on (B)(6) 2020. Patient experiences, pain, lack of mobility, and enduring limitations on activities of daily living, quality of life and ability to perform work functions. Mechanical loosening of internal left knee prosthetic joint; worsening instability. Clear synovial fluid sent for aspirate. Femoral component was removed without any bone loss. Utilized a rongeur to pull the tibial directly out. It was in considerable varus subsidence medially. Significant metaphyseal bone osteolysis in tibial component. Revision left tka. Patient was awake, alert, and oriented in stable condition when transferred from pacu to floor.

Manufacturer narrative:
Report number: 1038671-2023-00560 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00560. Concomitants: (B)(6), 244-02-03 - optetrak asy hi-flex ps cem fem, sz 3, left. (B)(6), 200-02-32 - three peg patella 32mm. (B)(6), 244-23-09 - optetrak hi-flex tibial insert sz 3 9mm. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.